Event description:
It was reported that approx. 52 months after implantation, the patient received inappropriate shocks. The lead and ICD were explanted.

Manufacturer narrative:
The lead was returned, the ICD was not returned for analysis. This report is therefore based only on the analysis results of the lead. During the lead analysis, the returned lead was thoroughly checked visually and electrically. The analysis found multiple signs of abrasion along the lead body. The insulation was damaged by fraying, especially in the distal area. This damage is with high probability the cause of the clinical complaint. The position and characteristics of the fraying lead to the assumption of strong mechanical stress of the lead in the area of the tricuspid valve. Substantial lead movement should be considered as cause. In addition, a deformed fixation and a deformed steroid collar were detected during the inspection; these damages are probably due to the extraction process. The manufacturing processes of the ICD and the lead were reviewed. The production documents showed no anomalies. All manufacturing steps had been carried out correctly. In summary, there were no indications of a material defect or manufacturing error.